Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first firing in rectal of intestinal tract in on a laparoscopic right hemicolectomy, the firing became unable to be performed without reaching half. Upon checking the reload, u-shaped staple was seen near 30mm. It was stated that from there, the pusher for the staples at the tip side as found to be not descended. The procedure was completed with another reload. There was no patient injury.